Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was intermittent telemetry due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate, so it was replaced with a new rf head and returned for repair. There were no patient complications as a result of this event.